Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a swelling in the shaft of penis. A replacement surgery was performed, and it was noticed that the issue was a bulge in the right cylinder. No further patient complications were reported.